Manufacturer narrative:
Updated: the main component of the system and other applicable components are: product ID: 388928, lot# 0208163195, implanted: (B)(6) 2014, product type: lead. Correction: additional review indicates that this event is reportable for serious injury as the hcp will be revising the system, and thus outcomes attributed to adverse events and type of reportable event have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the hcp viewed the x-rays and could not see any obvious anomaly with the leads. The representative was able to demonstrate that stimulation did not work and the impedance measurements strongly suggest lead discontinuity. The hcp will be revising the system, but the date is to be determined. The lead failure was not resolved and it was possible the consumer fell and damaged the lead system but was not visible on x-ray according to the hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported meeting with a consumer who was not feeling any stimulation up to 6 v. Impedances were run at 3 v, 330 us because anomalies were found at 1 v, and found c0, c1, c2, 02, and 03 were all > 4000 ohms, c3 was 963 ohms; 01, 02, 03, and 23 were showing 2400 ohms. It was unclear why the same pairs were reported with different impedances. The representative assumed that the lead was fractured, because this consumer indicated that she fell a lot. The doctor was going to order an x-ray, but the consumer left before having it. It was noted that the consumer felt some burning in the pocket while on 01, had intermittent shocks, and for the last week she had bowel incontinence, but it was better than she had had before. The representative noted he believed the consumer had some mental issues going on as well. There were no further complications reported and/or anticipated.